Event description:
The account alleged the bed exit alarm was not alarming. No pt impact.

Manufacturer narrative:
The tech found the bed exit was not set correctly, user error. The tech in-serviced the account on the bed exit functions to resolve the issue.